Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. However, it¿s likely the cause is related to reprocessing not being conducted in accordance with IFU (instructions for use). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air during precleaning. There were no observed abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes or sponges. The device evaluation confirmed the customer¿s allegation of bad angle. The bending angle and the play of the angle knob were out of specification due to stretching of the angle wire. Due to the clogged nozzle, the air supply volume was out of specification and there was deterioration of the water drainage function. In addition to the findings reported in b5, there were scratches found on the device, discolored insertion tube, universal cord and objective lens, missing adhesive on the bending section cover and cloudiness was seen in the image. Additional information was requested regarding this event. This report will be supplemented when additional information becomes available.

Event description:
The olympus representative reported that the angle on the evis lucera elite colonovideoscope was bad. During testing and inspection of the returned device, the nozzle was clogged and was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.